Event description:
The device was used during a laparoscopic colon. Reportedly, the device was reloaded. When the doctor went to use, the "dlu" fell out. No pt injury was reported. Another device was used to finish the procedure.